Manufacturer narrative:
Date of event¿ is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was unable to communicate with external devices after the patient underwent an unrelated surgery on unknown date. During the surgery, the ipg was not set to surgery mode. Troubleshooting did not resolve the issue. Surgical intervention occurred during which the ipg was explanted and replaced to address the issue.